Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient experienced a loss of consciousness episode with a reported seizure. Of note, the patient was using a tandem mobi pump at the time of the event. At the time of the event, the cgm displayed a reading of 120 mg/dl. The patient also reported that cgm readings had been fluctuating erratically; however, no specific additional cgm values were available. The patient later regained awareness and was able to recall limited details. Her father contacted paramedics, who responded to the scene. The patient was unable to confirm whether a fingerstick blood glucose (fsbg) measurement was obtained to verify the cgm reading. The paramedics administered glucagon injection and offered transport to the emergency room (ER) but they declined. The patient could not recall further details of the incident. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.